Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 500 mg/dl and 160 mg/dl; 376 mg/dl and 150 mg/dl. Sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Customer's product has been received and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 430 mg/dl, 210 mg/dl and 110 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.